Manufacturer narrative:
Qc was within specification prior to the event. The customer noted that their qc level I started shifting towards the upper end of the specification after the event. They recalibrated the instrument and qc level I was closer to the mean. A system checks provided in late 2007 were within specifications. The specimens were collected in lithium heparin, plasma 13x75 tubes and were centrifuged at 3,500 rpm for 10 minutes. Customer did not question any other results at the time of this event. Service info was not provided. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter, inc (bci) regarding erroneously elevated troponin (accu tni) results that were generated by the unicel dxc 600i synchron access clinical system. Serial draws were performed on a pt in an ER: first draw result was 0.39ng/dl. Second draw recovered 0.871ng/ml. The sample was repeated and results were: 0.641ng/ml, 0.678ng/ml, and 0.672ng/ml. The erroneous results were not reported out of the lab. The 2nd sample was tested on a different instrument in the customer's lab and a result of 0.40ng/ml was reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.